Event description:
It was reported that during thyroidectomy, when the operation performed about 5 minutes, the anesthetist found that the cuff leaks air. So, the anesthetist decide to change a new endotracheal tube. The procedure was completed with backup product. There was no patient injury.

Manufacturer narrative:
Previous code d02 are no longer applicable. 3b and 5a has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during thyroidectomy, when the operation performed about 5 minutes, the anesthetist found that the cuff leaks air. So, the anesthetist decide to change a new endotracheal tube. The procedure was completed with backup product. There was no patient injury.

Manufacturer narrative:
H3: product analysis: visually, there was no significant damage to the packaging carton. When returned, the packaging carton contained the packaging tray with both electrodes (green and red/white) attached to it, and an open pouch with trivantage tube in it. There was no damage noted in the construction of the device. There were traces of contamination found on the cuff. There was also piece of a clear plastic wrapped around the inflation balloon and the proximal end of the inflation tube. Functionally, a syringe was used to inject 15cc of air into the cuff and there was no leakage coming from the cuff. The inflated cuff was submerged under the water and still there was no leakage coming from the cuff. The inflation assembly was also submerged under the water and leakage appeared. The water bubbling occurred between proximal end of the inflation balloon and the valve. A review of the global complaint data showed five similar complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.